Event description:
A malfunction was reported by the customer with a displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the reset. The malfunction did not recur after the reset, and the customer was advised they could continue using the pump but to call back if the issue reappeared.